Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned when a uterine perforation was suspected. During follow-up in 2009, the physician reported a diagnostic laparoscopy was done following the attempt novasure procedure and the perforation was confirmed. The site was cauterized and the patient was discharged home. The physician reported the uterus was "extremely retroverted". Additionally, she reported the patient is currently doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) reviews were conducted for the reported lot numbers of the 2 disposable devices. The lots were released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Serial number of the disposable devices were not provided by the complainant. Serial number of the radio frequency controller (rfc) not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Precautions: patients with a severely retroverted uterus are at greater risk for uterine perforation during any uterine...